Event description:
The customer contact reported that the blades on the ac power cord plug were loose. The device was returned to the biomedical engineering dept for an unspecified reason. During testing at the user facility, it was noted that the blades on the ac power cord plug were loose. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2010 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).